Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 display. The expected fasting blood glucose test result range is undisclosed. The customer did report passing out on an earlier date ((B)(6) 2019). Medical attention is reported as a result of the actual reported symptom. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 display. The expected fasting blood glucose test result range is undisclosed. The customer did report passing out on an earlier date ((B)(6) 2019). Medical attention is reported as a result of the actual reported symptom. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.